Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on aug 12,2025 and is being reported retroactively out of an abundance of caution.

Event description:
On (B)(6) 2019, it was initially reported to gynesonics that a patient was treated with the sonata system on (B)(6) 2018. There was little detail on her postop course but apparently was seen in (B)(6) clinic on (B)(6) 2018 and mentioned that she had seen her gp twice with leukorrhea and was treated for presumptive endometritis. Attempts to get additional information to date from the gp have not been successful. There was no mention of fever or abdominal pain, just vaginal discharge, which is not specific nor pathognomonic for endometritis. The date of the visits to the gp and what was done remain elusive.